Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The customer did not report specific event parameters associated with the event but reported that the issue occurred on (B)(6) 2020. There are no new infusions programmed on (B)(6) 2020 in the history log, but an infusion was programmed at timestamp 20:14 on (B)(6) 2020 and continues running on the reported event date of (B)(6) 2020. At 02:47 on (B)(6) 2020 the keypad was unlocked by the user and the rate is updated. The dose/rate is updated by the user seven times until the pump is powered off by the user at 08:04. Thee reported condition was not verified. The device was found to deliver within specification during flow testing. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had changing rates automatically during patient infusion at the critical care unit (ccu). There was no known patient injury, or medical intervention associated with this event. No additional information is available.